Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was selected for implant. During the implant procedure, it was noted that the device deployed in a cobra deformation. The device was taken out of the delivery system 5-6 times and the shape was corrected. The device was loaded again and positioned in the heart, but upon deployment resulted in a cobra deformation again. There was no interaction with cardiac structures or angulation/kinks in the delivery system. The device was removed and replaced with a 10mm amplatzer septal occluder to resolve the event. The patient remained hemodynamically stable throughout the procedure. There was a delay in the procedure, but no adverse events to the patient and is stable.

Event description:
It was reported that on (B)(6) 2024, a 9mm amplatzer septal occluder was selected for implant. During the implant procedure, it was noted that the device deployed in a cobra deformation. The device was taken out of the delivery system 5-6 times and the shape was corrected. The device was loaded again and positioned in the heart, but upon deployment resulted in a cobra deformation again. There was no interaction with cardiac structures or angulation/kinks in the delivery system. The device was removed and replaced with a 10mm amplatzer septal occluder to resolve the event. The patient remained hemodynamically stable throughout the procedure. There was a delay in the procedure, but no adverse events to the patient and is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.